Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pump stop while the bedside nurse was inputting hematocrit on the power module. The log file captured on (B)(6) 2023 at 5:00:44 an intentional pump stop. The pump was restarted at 5:00:49. Upon attempting to download data, it was additionally reported that the system monitor just shut off and restarted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor powering off and rebooting was not confirmed as the event was not reproduced during testing of the returned system monitor. The returned system monitor was evaluated by service depot. The monitor was connected to a known working test power module, test system controller, and mock circulatory loop for several days and no issues were observed, including when the on screen commands were pressed and when the system monitor to power module cable was manipulated. A full functional checkout was performed and the unit passed all steps of the test without any issues. The serviced and tested unit was returned to the customer site after passing all tests per procedure. The submitted system controller event log file contained approximately 18 days of data ((B)(6) 2023 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023 per the timestamp). The data in the log files did not indicate any issues with the system monitor. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system monitor was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on (B)(6) 2008. Heartmate system monitor instructions for use informs the user to refer any servicing of heartmate lvas equipment to trained service personnel only. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.